Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during cataract surgery, three ophthalmic sutures from same batch does not penetrate the cornea. The surgery was completed on the same day by replacing with another product. No patient impact was reported.